Event description:
Dexcom g6 sensor consistently reporting blood sugar readings off by over 100mg/dl for over 4 months. Happened consistently over the span of multiple insertion locations, multiple sensors, and multiple transmitters.